Event description:
It was reported that the pt experienced back spasms and hypertonia. No volume discrepancies were noted at the last refill. The catheter was revised. The pt outcome was "non-serious injury/illness". The pump was used to deliver lioresal.

Manufacturer narrative:
(B) (4).